Event description:
During attempted implant, the device could not be interrogated. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Analysis of the device image shows the device was within normal range of operation. Further analysis performed found no anomaly; the device was able to be interrogated and establish telemetry successfully through inductive wand with merlin programmer. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.